Manufacturer narrative:
Device not returned for evaluation. Device not returned for evaluation.

Event description:
During a transforaminal lumbar interbody fusion (tlif) procedure, the threaded distal end of the calix inserter was broken while implanting a calix implant. Two calix implants were damaged during the procedure, a second calix inserter was used to sucessfully complete the procedure with a significant delay. It was not reported the exact length of the time of the delay. There was no patient injury as a result of the incident.

Manufacturer narrative:
This is a follow-up MDR to 3005031160-2015-00042 which was submitted on 12/04/2015. This follow-up report is intended to replace MDR 3005031160-2016-00066 submitted on 05/04/2016 which was incorrectly submitted as a follow-up report to 3005031160-2015-00042.